Manufacturer narrative:
Corrected: g1 (address). Additional information: g1 (fax+email), h6 CAPA ca-00016. Manufacturer's internal reference number: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone quality is type iii and their oral hygiene is poor. The patient has a history of periodontitis and smoking. On (B)(6) 2023, the patient presented for a primary procedure on tooth # 22. On (B)(6) 2024, the patient returned with infection and granulation/fibrous tissue around the implant. The device was removed by the provider due to failure to osseointegrate and the implant was not replaced. The patient does not have a permanent injury.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6134070 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6134070 and found no additional product in stock. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 13 mm (70-1154-imp0012) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per the reported information, the patient has a history of periodontitis and smoking. IFU-570 rev 4 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 4 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 4 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." Manufacturer's internal reference number: (B)(4).